Event description:
It was reported that the patient experienced hyperglycemia, which was treated with a correction injection via multiple daily injection, because the patient reported using Humalog U 200 insulin, which is not indicated for use in the pump system on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious InjuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.